Event description:
It was reported that a spectrum infusion pump failed the volume test (19-21 ml) with values of 21.163, 21.534, 21.173 in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the volume test (19-21 ml) with values of 21.163, 21.534, 21.173; switched sets and still failed" was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 ml for a 60 min. Run time. The delivered amount was 42.193 and the error percentage was at 5.475% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11. Additional information: h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed the volume test (19-21 ml) with values of 21.163, 21.534, 21.173" was reproduced. Device failed flow line testing with an error percentage of 5.475%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, pressure plate travel required to be adjusted. Should additional relevant information become available, a supplemental report will be submitted.